Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the device fell into the patient¿s cavity and was not known if it was retrieved or not. There was no patient injury.